Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, having a cut final supply line may have contributed to the alarm. Also, improperly changing supplies during therapy is a known use error and may have contributed to this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. The home patient stated that they did a manual exchange of supplies. The home patient also stated that they were checking the lines and found that the final supply line of the cassette was cut. The home patient clamped the cut line, removed the bag and replaced it with another. The technical service representative explained that removing one bag and replacing it with another contaminated the setup and reviewed proper procedures with the patient. The home patient was to contact their registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.